Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 3.00mm x 12mm nc emerge mr, ous catheter was returned for analysis. A visual and tactile examination of the hypotube identified multiple hypotube kinks along the length of the hypotube. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified the balloon was returned in a deflated state. No pinholes or tears were noted during microscopic examination. Tip showed no signs of tip damage. Microscopic examination of the markerbands identified the distal makerband was flattened. A wire insertion testing was performed, and the 0.014-inch test guidewire could not be loaded due to the distal markerband damage. A leakage testing was performed wherein the device was attached to an encore inflation unit and the balloon was inflated to rated burst pressure of 20 atmospheres as per instructions for use (IFU). The balloon inflated fully and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. This was repeated three more times and no issues were noted. No other device issues were identified during returned product analysis. Device history record review: this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. The balloon was inflated to rated burst pressure of 20 atmospheres as per instructions for use. The balloon inflated fully and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance therefore the reported material rupture could not be confirmed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.